Event description:
Customer reports discrepant meter results compared to lab results. Comparative ranges provided. Reported inratio ranges: 0.8-1.2. Reported lab ranges: 2.7-3.5.

Manufacturer narrative:
Investigation pending.